Event description:
It was reported that the 9000 system had an error message displayed during a case. The procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The pin connector was cleaned and repaired during the service call. The system was tested and found to be working as intended, and put back into service.